Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to be revised of an articular surface for reasons that are unknown at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The compatibility could not be assessed and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.